Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the dense mesh stent was taken out of the tray normally, and after the microcatheter headway21 reached the treatment position, it was pushed into the stent catheter. When it reached the treatment position, the stent was pushed into the stent catheter. After the stent was opened normally, the tail end of the stent and the push rod could not fall off after multiple attempts. However, the stent could not be pushed off. After pulling the push rod, the stent crossed over to the upper part of the treatment site. Unable to recycle for further processing. Additional information: the stent was finally kept in the patient's body. After the stent was released, the surgeon began to withdraw the pusher, but the head end of the pusher could not be separated from the end of the stent. The surgeon tried to withdraw the pusher several times, and the last time successfully withdrew the pusher, but the stent fell down about 7-8mm, and the effective fred end just covered the neck of the aneurysm. However, the proximal end of the stent covered the opening of anterior a1 end, and no other operations could be performed subsequently, and the surgery ended. No reported injury to the patient.

Manufacturer narrative:
Three videos were provided for review. They are all unsubtracted ap fluoroscopy without contrast centered over the presumed location of the left mca. The videos are somewhat blurry. They all show a fully opened fred in the presumed left mca, with pushing and pulling maneuvers on the stent pusher wire, with the microcatheter proximal to the proximal aspect of the stent. There is a coil mass lateral to the distal end of the fred; however, it is unknown if this is related to this case or in another unrelated aneurysm. These videos confirm the difficulty separating the pusher from the fred stent, but do not explain why the difficulty occurred. Furthermore, only the pusher and introducer were returned for evaluation. The stent was not returned as it remained in the patient as described in the reported event. The investigation found the pusher to be fully intact and no part of the distal end was missing and/or separated. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. Without the return and physical evaluation of the stent, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
See h10.